Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline device. (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with unknown mentor saline breast implants which the patient reported that a few years ago she was having hormone imbalance issues after seeking medical attention. Patient reported having high levels of several heavy metals in her blood. Weight gain, allergic to wedding bands, skin rashes on hips, brain fog, fatigue, depression, and lab works showed inflammation in her blood after implantation. Patient reported that she had the implants removed, which were placed about fourteen (14) years ago. This report is for the right implant.